Event description:
A malfunction occurred on the pump, and the caller reported this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information, assisted in resetting the pump, and informed them to call back if any malfunction code recurred. The customer acknowledged and understood these instructions and was able to continue using the pump.